Event description:
The clinical endoscopy specialist was informed by the infection preventionist at the user facility, that the scope was involved with a patient who later tested positive for carbapenem-resistant enterobacteriaceae (cre). The patient's urine was cultured on (B)(6) 2020. The scope was cleaned and high level disinfected two times the scope has been reportedly used on other patients in between that time period. The infection preventionist could not release any patient(s) information and noted the scope was returned to be sterilized. A review of the scope's history indicates the asset scope was last serviced on june 5, 2018 (no problem found) and was last allocated on november 15, 2018. To date, there is no record of the scope being returned. As part of our investigation, an endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facilities reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been finalized as a results of cancelations and covid-19 issues.